Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber, proximal to fracture, can rotate independently of the metal cap. The glass cap exhibits severe devitrification at the output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe charred detritus adhesion on surface which indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. During functional testing the fiber was tested with the hene (helium-neon) laser fixture, there were no signs of breakage identified along the length of the fiber. The reported event of fiber stopped vaporization is confirmed based on the observed fiber damage to the glass cap. The observed condition of the fiber is consistent with the fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the first fiber tip bent and the fiber cap detached from the fiber after 12,000 joules use. A second fiber was chosen to continued with the procedure; however, it stopped working after 68,000 joules use due to diminished vaporization efficiency. The procedure was completed utilizing a third fiber at 170,000 joules. There were no patient complications. The second fiber was returned and analysis found the glass cap has a circumferential fracture on the distal side of the fiber/cap. Based on the observed circumferential fracture, the potential for forward firing exist.